Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd integra¿ syringe with detachable needle leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Two photos were received by bd canaan and evaluated. The product in the photo was a standard 3ml syringe with a safetyglide needle attached filled to 2ml with a clear liquid. The reported product and failure was an integra syringe reported to leak after use which does not match the product observed in the photos provided. Based on the above, investigation could not proceed any further and the defect could not be confirmed. DHR review could not be performed due to unknown batch #. Investigation conclusion: root cause and CAPA not required as no defects were confirmed.